Event description:
The customer reported the system would intermittently lock up, not x-ray, and would make an alarm sound when it locked up. There is no report of injury of death associated with th event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards were reseated adn the power switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.